Event description:
It was reported that patient was experiencing pain, discomfort and throbbing sensation at the ipg site. It was also reported that the patient described it as itchy dry skin. Patient stated that hydrocortisone cream and massaging the area with his hand have provided some temporary pocket pain relief. The physician examined the pocket area and there appears to be no sign of redness or significant swelling. The patient was prescribed with a lidocaine patch and one gabapentin nightly to see if that will resolve the issue and was also advised to try turning stimulation off, even for a few hours to see if pocket pain persist even while stimulation is turned off. Patient stated after using the medication prescribed by the physician, all of his symptoms of pocket pain dissipated. Patient was doing fine and no further course of action would be necessary.